Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (147 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Evaluation of the affected blood pump still on going, detail analysis will be provided as soon as findings are available.

Event description:
Berlin heart inc. Was informed by the clinic on (B)(6) 2018 that the excor blood pump of a patient supported in the lvad configuration was no longer completely ejecting. The clinic provided berlin heart inc. A video of the event. After evaluation of the video, berlin heart inc. Recommended an immediate exchange of the affected excor blood pump. The replacement of the blood pump was without complications and the patient is doing well.